Event description:
Patient came in for d&c hta (dilatation and curettage hydrothermal ablation) thermal ablation. Post procedure prior to patient waking up from anesthesia, it was noted that there was what appeared to be a blister/burn on the patient's right inner thigh close to her labia. Surgeon and medical director both made aware. Surgeon back to assess patient and 1% silvadene creme applied to area as order per md. Patient transferred to recovery room by or(operating room) team with some mild discomfort and later discharged home. Patient to follow up with surgeon later that week.